Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® no additive (z) plus tubes had the stopper creepout or had a loose closure after use. This event occurred 1000 times. The following information was provided by the initial reporter:the customer "has been having issues with urine tube (bd vacutainer, no additive) caps falling off because the caps do not have a tight seal once cap has been removed to fill tube with urine specimen. Also, while in the process of removing the urine tubes from stock with the same lot number, caps would just pop off without any force. Caps are falling off, even when unopened."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® no additive (z) plus tubes had the stopper creepout or had a loose closure after use. This event occurred 1000 times. The following information was provided by the initial reporter:the customer "has been having issues with urine tube (bd vacutainer, no additive) caps falling off because the caps do not have a tight seal once cap has been removed to fill tube with urine specimen. Also, while in the process of removing the urine tubes from stock with the same lot number, caps would just pop off without any force. Caps are falling off, even when unopened.".